Event description:
It was reported that the patient presented for the lead revision procedure. The right atrial (ra) lead was capped and replaced on (B)(6) 2016 due to unknown reasons. The patient was in stable condition.